Manufacturer narrative:
The padding used to separate the coil cable from the pt, moved, resulting in the coil cable having contact with the pt's thigh. Also, the pt was subjected to several scans with high sar values. The heating was most likely caused by unwanted rf interference. In conclusion, the fact that insufficient distance was kept between the cable and the pt in conjunction with the use of high sar values contributed to this burn. The instruction for use contains extensive warnings related to coil and cable positioning. Note: the indicated importer has received FDA exemption number, (B) (4) to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.

Event description:
The pt was scanned with the sense body coil with the head first into the magnet on this mr system. The coil was positioned around the hips. Padding was used to separate the coil cable from the pt's skin. However, during positioning of the pt, the padding moved which resulted in the coil cable touching the upper right thigh. Immediately after the examination, a second degree burn with a 3 cm blister appeared on the upper right thigh.